Event description:
The consumer reported their thermometer was giving false negative readings on daughter. The device allegedly read 6-7 degrees lower than the child's actual temperature. The pt seen by their pediatrician, and a fever was confirmed. There were no complications from this incident. And the pt is doing fine now.